Event description:
It was reported that the pump shut down unexpectedly. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. Customer had not addressed bg at time of troubleshooting. Multiple attempts were made by tandem technical support to follow-up with the customer on how bg and the reported issue were addressed, but no response was received.